Manufacturer narrative:
Patient age at time of event: 18 years of age or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported there was positioning placement issues which caused the stent to deploy prematurely with profile problems. The physician was performing a stenting treatment procedure in a 90% stenosed, approximately 6mm, moderately tortuous, mildly calcified bifurcation between the internal iliac artery and external iliac artery. During the advancement of the 7x100x75 epic vascular stent, the delivery system "jumped" past the intended deployment site and was unintentionally partially deployed. The stent was pushed and shortened from 10cm to 4cm. The physician implanted another 7x80 epic stent to complete the procedure with no further complications and no reported injury to the patient.